Manufacturer narrative:
An event regarding shell loosening involving fracture of unknown fixation screws was reported. The event was confirmed through review of the provided x-rays by a clinical consultant. Method & results: -device evaluation and results: not performed as product was not returned -medical records received and evaluation: a review of the provided x-rays by a clinical consultant indicated: cup malposition in absent anteversion and medialized position in combination with excessive femoral anteversion has contributed to an overload condition in the arthroplasty contributing to cup loosening with fracture of the screws and chronic dislocation of the femoral head requiring revision surgery. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: a review of the provided x-rays by a clinical consultant indicated: cup malposition in absent anteversion and medialized position in combination with excessive femoral anteversion has contributed to an overload condition in the arthroplasty contributing to cup loosening with fracture of the screws and chronic dislocation of the femoral head requiring revision surgery. The exact cause of the event could not be determined because insufficient information was provided and the device was not returned . Further information such as product details and product evaluation are needed to complete the investigation for determining a root cause no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's left hip was revised due to a failed shell (nature of failure not reported). It was reported that "shell and screws" were revised. Update (B)(6) 2018 based on medical review: "left hip revision surgery on (B)(6) 2018, for cup loosening with chronic femoral head dislocation". The review also indicates "stem malposition in external rotation".

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that patient's left hip was revised due to a failed shell (nature of failure not reported). It was reported that "shell and screws" were revised. Update 20 march 2018 based on medical review: "left hip revision surgery on (B)(6) 2018, for cup loosening with chronic femoral head dislocation". The review also indicates "stem malposition in external rotation".